Manufacturer narrative:
E: phone number ext. (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was having cassette error. There was no patient involvement.

Manufacturer narrative:
D9: date returned to mfg.: 6/11/2025. D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the device had cassette error¿ was confirmed. The probable cause of the reported problem was defective upstream occlusion (uso) sensor. Replaced the uso sensor. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.